Event description:
A surgeon reported an asymptomatic patient was diagnosed with stage 1 diffuse lamellar keratis (dlk) 1 day post bilateral lasik surgery. Methylprednisolone was prescribed for treatment which resolved the event. In the surgeon's opinion, the device did not cause or contribute to the event. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Evaluation summary, investigation including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. Attempts have been made to obtain additional information. A completed questionnaire was received. (B)(4).